Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017; 5076-58 lead, implanted: (B)(6) 2012. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. Oversensing was noted when the low voltage lead was programmed from rv-tip to the high voltage rv coil. The low voltage lead was reprogrammed to bipolar mode. The high voltage lead and the low voltage lead remains in use. No patient complications have been reported as a result of this event.